Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed alerts indicating software and algorithm faults consistent with a runtime error, algorithm state memory corruption, and external flash write error, which were verified in the device history; the device was restarted per instructions and subsequently replaced, and the patient was counseled on backup therapy and setup of the replacement. Symptoms included no adverse clinical effects, and the patient¿s blood glucose was 114 mg/dl. Outcomes included device replacement and continued cgm use with instructions to shut down the affected device and return it. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.